Event description:
The 15ml amber glass bottles have been of poor quality. Pt reports of breakages have quadrupled in the last year, bottles have debris in them when they arrive from (B)(4) pharmaceuticals, and air bubbles and other defects are visible in the glass. Dates of use: (B)(6) 2014.